Event description:
The sterilization indicator strips (eto) have been unpredictable in changing color when exposed to ethylene oxide. This has occurred repeatedly and in multiple lots. When four strips were sterilized in a single sterilization container, all four showed different color changes. All eto sterilization criteria was met and all other chemical and bacteriological indicators accurately showed this.